Event description:
The physician used a wilson-cook tri-clip endoscopic clipping device for an egd procedure. The device was advanced through the endoscope into the pt's stomach and positioned on the target tissue site. As the three pronged clip exited the outer sheath it detached in an open position. At the physician's discretion the clip was not retrieved. Post procedure the patient's condition was good.